Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: prime history shows evidence of large prime volumes on 8/20/16. The pump is able to load and display a 100u cartridge with +/-2.5u within specifications. ¿ez-prime¿ steps were performed correctly, unable to duplicate ¿remaining insulin reading¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the fs circuit. No debris was found to the cartridge compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (remaining insulin reading issue. The reporter stated that the remaining insulin reading was showing more than what was in cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.